Event description:
In 2001, the device implanted, pt went in for a chemo treatment the next day and experienced a burning sensation. The pt was then sent for a dye study. Dye study showed leakage from the device body. The device was explanted and a new device was implanted without difficulty. This new device is consistent with an lps 7522, lot number 15038. No other info is available at this time. MFR's representative talked with the implanting physician who stated the catheter tore because he was using a competitor's tunneler to insert the original device catheter.